Event description:
The device evaluation identified a reportable malfunction, broken pivot point, related to the complaint, which was not a reportable event.

Manufacturer narrative:
Broken pivot point confirmed in laboratory.